Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called alleging that the meter was set to incorrect unit of measurement without his knowledge. He then contacted his md and did not receive any treatment. This case is being reported as a malfunction, since the changing of the unit of measurement appears to be a 'spontaneous occurrence' and is not caused by changing the battery, or by the pt accidently changing the settings.